Event description:
It was reported that this right ventricular (rv) lead had an continuous rise in shock impedance values. Commanded synchronous shocks were recommended and performed, which resulted in 1j measuring 63 ohms and 40j measuring 100 ohms. The plan was to continue to monitor the patient at this time, and the lead remains in-service. No additional adverse patient effects were reported.